Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing or material related root cause could be identified. The deformation is most likely related to stent getting caught by the distal end of the guiding catheter.

Event description:
An orsiro drug-eluting stent system was chosen to treat a lesion (90 percent stenosis degree) in the lcx. During positioning the orsiro stent got caught at the edge of the guideliner and was deformed.